Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting. The fse initiated troubleshooting to resolve the issue and found that the host pc was defective in the m-rack. The fse replaced the host pc in m cabinet. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd20 or table system would not boot. The system was not in clinical use at the time of the event. No harm has been reported. It was recommended that the system host pc be replaced as a resolution. Philips has started an investigation of the complaint.